Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was not satisfied with the level of incontinence. A surgical procedure was performed to remove and replace the aus. The balloon was replaced from 51-60 to 61-70 to provide more pressure to the cuff. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number 72404127, serial number n/a, batch/lot number 1100650299, model/catalog description control pump fgs iz, unique identifier (UDI) # (B)(4). Model number/catalog number 72400023, serial number n/a, batch/lot number 1100668692, model/catalog description balloon fgs 51-60 cm, unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported urinary incontinence is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on a thorough review of the information, an investigation conclusion code of known inherent risk of device was assigned to this investigation.